Event description:
Patient developed symptoms, may 1993, consistent with lupus, hair loss, weight loss, chest pain, migraines, and rash. Her physician arecommended removal of her breast implatns. Chest pain more significant on (l) side. Removal occurred on 1/6/94 without complication. The breast implants following removal appear grossly intact.